Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The lesion was predilated with a 2.0mm non bsc balloon and then a 2.50x32mm taxus liberte stent was advanced to the lad; however, the device was unable to cross the lesion. After several attempts to cross the lesion without success, the device was removed from the patient and it was noted that the tip of the stent was damaged. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is listed as 'good'.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)